Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrator reported that a lamp burned during a procedure. The procedure was aborted. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was replicated. The company representative repaired the faulty connection with the illuminator drawer and adjusted it to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 5, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a faulty connection with the illumination drawer. However, how or when the connection became faulty is unknown. The manufacturer internal reference number is: (B)(4).